Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 449 mg/dl. Customer is reporting a past event. The customer reported the alarm was resolved by a complete set change. Customer has a product in question. Customer is returning both infusion set and reservoir for analysis. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 449 mg/dl. The customer changed infusion set and treated with pump.